Manufacturer narrative:
After battery installation, both the enter and down keypad buttons were intermittent. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform the self test due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customers stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that the all other buttons besides graph were unresponsive. Customer stated that the issues frequency was daily. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.